Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however based upon the information from oekg, there was the possibility that this phenomenon was attributed to the broken camera cable of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device did not function during the routine maintenance. Olympus (B)(4) (oekg) checked the subject device and found that the endoscopic image was not displayed and the camera cable was kinked and broken. There was no report of patient injury associated with this event.